Event description:
It has been reported to philips that the allura system fluoroscopy and cine is not working. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system fluro and cine is not happening. There was no service contract with the customer. Since the system was not in use anymore, so this case has been cancelled and service has not been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.